Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, farawave 31mm catheter and faradrive sheath were selected for use. It has been mentioned that the air bubbles were visible in the sheath when introducing the farawave 31mm catheter. Air bubbles appeared to be coming from the distal end of the catheter continuously. Both flush lines were flushed multiple times, no visible air bubbles were observed in the lines. The guidewire was advanced out the distal end of the catheter and aspirated, but air bubbles were still visible. The guidewire was pulled back flush to distal end of the catheter and the air bubbles were still visible. The catheter was removed from sheath and flushed. Air bubbles were visible in the 20cc syringe each time sheath was aspirated. The splines were compressed together, and heparinized saline was visibly dripping from the proximal end of the splines before reintroducing into the faradrive sheath. The lines were flushed again, and sheath was aspirated. Air bubbles did subside. No visible defects or issues with the faradrive or farawave during preparation or post operation procedure. The procedure was completed successfully by using the original devices. No patient complications have been reported. The products are expected to be returned.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, farawave 31 mm - us, was selected for use. It has been mentioned that the air bubbles were visible in the sheath when introducing the farawave 31mm catheter. Air bubbles appeared to be coming from the distal end of the catheter continuously. Both flush lines were flushed multiple times, no visible air bubbles were observed in the lines. The guidewire was advanced out the distal end of the catheter and aspirated, but air bubbles were still visible. The guidewire was pulled back flush to distal end of the catheter and the air bubbles were still visible. The catheter was removed from sheath and flushed. Air bubbles were visible in the 20cc syringe each time sheath was aspirated. The splines were compressed together, and heparinized saline was visibly dripping from the proximal end of the splines before reintroducing into the faradrive sheath. The lines were flushed again, and sheath was aspirated. Air bubbles did subside. No visible defects or issues with the faradrive or farawave during preparation or post operation procedure. The procedure was completed successfully by using the original devices. No patient complications have been reported. The product is expected to be returned.